Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer reverted to an alternate method of insulin therapy.